Event description:
It was reported that shaft break occurred. A 3.00 x 32mm synergy ii drug eluting stent was selected for use. However, upon removing the device from the packaging, the stent shaft broke in half. The device was not used and the procedure was completed with another of the same device. There were no patient complications reported.